Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure for the subcutaneous implantable cardioverter defibrillator (s-ICD) when defibrillation threshold (dft) testing was being performed, telemetry was lost halfway through. It was confirmed that the wand had not moved and was less than a centimeter from the edge of the device. The patient was shocked out of the ventricular fibrillation (vf) in less than 12 seconds by the s-ICD. It was further noted that only half of the event was stored, and no defibrillator impedance measurements were stored due to the loss of telemetry. It was noted that the loss of telemetry had no impact on the induction apart from the fact that sensing was not able to be seen during the latter part of the induction. The s-ICD remains in service and no adverse effects were reported.